Event description:
It was reported that a patient had an abdominoplasty procedure on an unknown date. Approx three days post-operatively, the drain became dislodged and fell out of the patient. The patient developed a seroma which needed medical intervention to drain the seroma.

Manufacturer narrative:
Conclusion - the product information for use states "taping or triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. The actual device product code associated with this event is not known. The following are possible product codes: 2231 and 2232.